Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 and 2.2 were not recognized on the bus. A field service engineer was the back panel removed, revealing that there were no lights on drawer 2 whatsoever. Replaced the t-board and attempted to power on the station, but it failed to turn on. After disconnected drawer 2.2, found that it was caused the station to shut down. Replaced the controller board for drawer 2.2, rebooted the station, and reconfigured the drawer. In the hardware test application, drawers 2.1 and 2.2 were unresponsive. Replaced the t-board. Restarted the station and conducted a hardware test using the application test tool, which showed no further issues. Restarted the station again. Ran the final test with the hardware test application test tool. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers failed and not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.